Event description:
Customer reported the system will not complete boot up. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the generator interface board, reloaded calibration files, and adjusted the 5v power supply. System operates as intended.